Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device was received with normal operating current, no unexpected battery out limit noted. Device was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he took a bath with the insulin pump nearby and when he got out the keys were not responding. Customer changed the battery and received a battery out limit alarm that could not be cleared. The customer had high blood glucose of 520 mg/dl; he treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.